Manufacturer narrative:
Analysis of the 8709sc catheter (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector. Under microscope inspection, a deep, circular coring could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to be leaking, most likely due to the coring. The flap of material created by the coring may have contributed to an occlusion but no occlusion was verified during testing. Damage was also seen on one of the retaining ring fingers.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). The sutureless catheter connector was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (concentration 2000 mcg/ml; dose 275) via an implanted pump. The indication for pump use was stroke and intractable spasticity. On (B)(6) 2015, the patient was taken to surgery for a routine pump replacement procedure. During the replacement, the physician noticed that the catheter was not flowing. After waiting for several minutes, he disconnected the 7.6 cm sutureless connector. Once disconnected, the catheter started flowing immediately. The physician felt that the catheter was occluded; that there was debris in the catheter. The sutureless catheter connector was replaced with a new 7.6 cm sutureless connector. The issue was resolved. The patient status was reported as "alive-no injury."